Event description:
It was reported the patient's permanent procedure, intra-operative testing showed high impedance values for the scs lead. Subsequently, the physician re-inserted the lead into the scs ipg header and x-rays confirmed correct lead placement in the epidural space. The procedure was completed. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.